Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh were implanted.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lap. Supracervical hysterectomy, sacrospinous ligament suspension and right labial reduction due to menorrhagia, sui, enterocele and rectocele. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2008 due to postoperative vaginal mesh exposure. It was reported that patient underwent lap. With electrocauterization with suspected early endometriosis implants on (B)(6) 2008 due to severe pelvic pain. No additional information was provided.